Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt keeps getting uti's since june 2025 and the doctor is stating it is coming from the pw system because he stated this is not for long term use. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Medical intervention is unknown.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling was found to be adeqate. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt keeps getting uti's since june 2025 and the doctor is stating it is coming from the pw system because he stated this is not for long term use. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Medical intervention is unknown. Per follow up information received via phone on 04nov2025, auth advised patient has been getting really bad utis. Patient has been hospitalized twice, one with sepsis. Auth advised the only thing that makes sense why patient is getting these utis is the pw. Auth said patient has had at least 5 since june. Lot number is jujy0737. No additional information provided. (Pr#(B)(4)).